Event description:
It was reported that the patient fell from his wheelchair. The patient underwent a revision surgery due to a fractured plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.